Event description:
It was reported that device contamination occurred. A 15mmx3.00mm wolverine balloon for selected for procedure. During preparation, upon opening package a factory leak was noted. Procedure was completed successfully using another device and no patient complications were reported.